Event description:
It was reported that during a clinical visit high impedance was seen. The current was reduced and the pulse width increased and high impedance remained. It was suggested that there could be discontinuity of the lead or fibrosis between nerve and lead causing this high impedance. A second tablet was used and the result was the same. X-rays have been received, but have not been reviewed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal data reviewed on 05/12/2025 for m7103 sn (B)(6). Data was available from (B)(6) 2021. The patient was last programmed to the following settings: (B)(6) 2025 (settings): output current ¿ 3.25ma / frequency - 5hz / pulse width - 244usec / on time ¿ 14 sec / off time ¿ 1.1 min / magnet output current ¿ 0ma / magnet pulse width - 122sec / magnet on time - 7sec. On (B)(6) 2025, high impedance of 9500 ohms was seen. High impedance of 9500, 9006, 9292, 9006, 9422, 9006, and 9292 ohms was seen on the same day 02/24/2025. High impedance was seen during the duration of the implant. Deep dive into the data revealed no other anomalies.

Event description:
X-ray was reviewed.